Manufacturer narrative:
(B)(4). The carefusion factory service technician evaluated the device, verified the complaint and determined that the root cause of the failure was that the rotary switch knob was loose on the switch shaft. Unrelated to the reported event the factory service technician also found that the arm indicator on the pressure compartment was out of calibration. The carefusion factory service technician tightened the rotary switch knob and ran the device through a complete calibration and checkout per the carefusion factory service procedures to ensure that it meets all factory specifications. Upon completion the device was returned to the user facility ready to be placed back into service.

Event description:
The user facility reported that the device will not cycle. There was no report of patient involvement.